Event description:
On 12th december 2023, rayner received notification fromits brazilian distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided staters that immediately following implantation the lens was observed to be damaged.

Manufacturer narrative:
The reference (B)(4) has been allocatec to this case by rayner. The event description provided states that immediately following implantation into the eye the lens was observed to be broken with piece of the optic cut off. The rayone spheric rao100c was left in the patients eye. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion": inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge. Our review of production records for the rayone spheric rao100c batch 063217573 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 063217573. It is not possible to establish the cause of the optic damage from the limited evidence and information available in this case.